Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir had an air bubbles. Customer's blood glucose level was unknown. Customer reported that the tubing also had air bubbles frequently. No further details provided. Reservoir will be returned for analysis.